Event description:
A customer reported that the pump screen was cracked, unreadable, and unresponsive. The blood glucose level recorded was 150 mg/dl, which is within the normal range. The customer reverted to an alternate form of insulin therapy.